Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy rash under the rear therapy electrodes. Patient states he has broken skin from scratching. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed (B)(6) and a cream. Patient also has been applying (B)(6) lotion. Follow up indicated that the cream is helping with the skin irritation.